Manufacturer narrative:
Product event summary the full lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. Ra lead revision was performed, but the lead was unable to be re-positioned. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.